Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The statement of "the simulator pocket is mechanically irritated after a fall." Was clarified that the patient felt a pulling pain (ziehender schmerz) in the generator pocket. The skin in this area was sensitive to touch (discomfort). What was meant by 'mechanical irritation' was that after the fall (mechanical stress, mechanical irritation), an unpleasant pulling sensation and sensitivity to touch occurred in the area of the generator pocket. The date it would be checked by the physician was not known. No actions were taken to resolve the mechanical irritation. It was noted that the mechanical irritation had since been resolved, and that there¿s a small discomfort left, when the patient presses the generator pocket with her fingers. The information had been confirmed with the physician/account.

Event description:
Additional information was received. The manufacturer representative (rep) met with the patient on (B)(6) and noted the patient has a spinal cord stimulation (scs) system that was connected to a single lead. There were normal impedances (900-1000 ohms) with this lead. The rep stated that the scs system was working properly, operation and charging were running without any problems. The patient was on therapy without any technical problems. The scs programs have been optimized and adjusted to give the patient more stimulation possibilities. The rep noted that the simulator pocket was mechanically irritated after a fall, and thus this will be checked by physicians.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there was intermittent stimulation of the spinal cord stimulation (scs) system. The ins switched off by itself several times although the charge level of the ins was sufficient. The patient experienced a reduction of therapy effect, symptoms return, no stimulation, and increased pain due to the intermittent stimulation. This started somewhere around mid-2025, exact date was unknown. The root cause for the switch off of the ins remained unclear. Issue was not resolved. The patient has clinic appointment on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.